Event description:
Patient contacted dexcom on 11/02/2015 to report that the smart device and receiver lost connection with the transmitter on (B)(6) 2015. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).